Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the right ventricular lead exhibited noise oversensing that was reproducible with isometrics. Programming changes were made. Patient status was not reported.